Manufacturer narrative:
Additional devices implanted and/or related to this event: plc201400/ (B)(4), UDI (B)(4), plc141000/ (B)(4), UDI (B)(4) and plc231400/ (B)(4), UDI (B)(4).

Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on an unknown date, the patient was implanted with several gore® excluder® after market devices, as well as the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). It was reported that on (B)(6) 2022, the patient presented with femoral compartment syndrome (unknown if it was on the left or right side). The physician reintervened and performed a fasciotomy. The patient tolerated the reintervention procedure.

Manufacturer narrative:
Per md24757, section 6, worldwide adverse event guidance no reportable death, serious injury, or malfunction occurred; this event is deemed not reportable in the united states (ref: 21cfr 801.4 & 803.3). Per md24757, section 6, worldwide adverse event guidance no reportable death, serious injury, or malfunction occurred; this event is deemed not reportable in japan (japan guidelines for deficiency reporting). Per md24757, section 6, worldwide adverse event guidance this event meets the criteria of a death, serious injury, or malfunction and is reportable in the united states and japan. The physician would not provide any additional patient details. Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch was submitted in error, and is hereby retracted.